Manufacturer narrative:
Product event summary: analysis confirmed the reported error; the epg's main printed circuit board (pcb) was electrically out of specification. It was also found that the lower case was broken, and the hanger assembly and two case screws were contaminated. Following service and repair, failure analysis was performed on the main board. Visual inspection revealed no anomalies. The main board was assembled into a golden unit and powered up normally. All tests passed on the automated test console. The device was placed in an oven for an hour at 158 degrees fahrenheit, then placed in a freezer for an hour and then placed back in an oven for an hour. The board then powered to an error. The error log was then reviewed, the log had two different errors. Conclusion: confirmed the reported errors, there is a suspected solder issue with the diestack. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the external pulse generator (epg) was displaying an error code. The unit was turned off and turned back on, but the error did not clear. The epg has been returned for service. There was no patient involvement.